Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. No history or bolus anomaly was noted. The pump was received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a bolus anomaly from insulin pump. The customer's blood glucose reading was 518 mg/dl. The customer treated with manual injections. The mother stated that her daughter had kidney problems and was borderline diabetic ketoacidosis. The mother stated that the bolus was delivered and then it stopped. The customer was advised to perform a normal bolus into the air. The customer stated that the bolus recorded. The customer stated that she also had several no delivery alarms in the past. The customer stated that the alarm was resolved by a complete set change. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer will be sent a replacement pump.